Event description:
Patient was revised to address tibial loosening.

Manufacturer narrative:
The products were not returned for examination. Product information required to retrieve the device history records for review and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported device loosening based on the lack of the products to examine and insufficient product information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.